Event description:
On (B)(6) 2012, animas received information about an insulin pump delivery issue. According the patient's wife/reporter, the insulin pump did not deliver insulin correctly. Animas made several attempt to call the reporter for more information but was not successful. A letter requesting the patient to call back was sent out. This complaint is being reported due to the alleged insulin pump delivery issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/23/2013 with the following findings: during investigation, the pump history was reviewed and showed the last basal delivery and the last bolus were recorded on (B)(6) 2012. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses added up appropriately to the total daily dose. During testing, the pump successfully passed a 29 hour flow accuracy test and no warnings or alarms occurred during 24 hour duration test. The pump found to be operating within required specifications and delivering accurately. Units remaining were found to be correctly calculated and written to the pump history. Unrelated to the complaint, evaluation revealed a faded discolored display screen. The keypad was found to be fully intact. During testing, the contrast key was intermittently unresponsive, which has no effect on insulin delivery. All other keys responded appropriately. The keypad cover was removed and there was evidence of contamination all of the key contacts. Evaluation also revealed a cracked battery compartment. The history/settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.